Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump gave less correction bolus than expected as per user. Customer was using auto mode since two weeks. Blood glucose level was 197 mg/dl and they wanted to gave correction, the insulin pump gave only 1 unit insulin, even if she didn't have any active insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.